Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pelvic organ prolapse. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, bowel problems, fistulae, recurrence, bleeding, dyspareunia, vaginal scarring, and other outcomes follow the procedure. It was reported that the patient underwent vaginoscopy/suture removal on (B)(6) 2006 due to vaginal bleeding. The patient underwent vaginoscopy/suture removal/repair of vaginal muscular fistula due to vaginal fistula with severe acute inflammation with ulceration and inflamed gran tissue on (B)(6) 2007. The patient also underwent further mesh removal sometime in 2007 due to pain. The patient underwent detachment of the scar tissue and mesh from the vagina due to extensive adhesions of vaginal mass to abdominal structure, recurrent vaginal sinus tracts, and vaginal drainage on (B)(6) 2008. The patient underwent cystoscopy with bilateral ureteral stent placement, right ureterolysis, and foreign body removal due to infected pelvic foreign body, bleeding and pain on (B)(6) 2009. The patient underwent hernia repair with mesh implant (cr bard davol ¿ as per hospital operative report) due to incisional hernia developed after removal of infected pelvic mesh on (B)(6) 2009. The patient underwent mesh removal due to bleeding and pain in 2010. The patient underwent exploratory laparotomy with a burch procedure and a modified paravaginal repair, posterior repair and perineorrhaphy cystoscopy, left ¿ sided sacrospinous ligament suspension, and vaginal repair due to recurrent cystocele and vault prolapse with distal rectocele and deficient perineal body and perineocele, urinary frequency, severe scarring in the subcutaneous tissue in the retropubic region on the right side of the vagina and along the perineum and has moderate scarring intra-abdominally on (B)(6) 2011. The patient underwent exploratory laparotomy, lysis of adhesions, sacral colpopexy using mesh (cr bard davol ¿ as per hospital operative report), perineorrhaphy, cystoscopy, repair of incisional hernia with placement of composix mesh graft (cr bard davol) due to cystocele and vaginal vault prolapse, prior vaginal abscesses, and prior adhesions on (B)(6) 2011. It was reported that the patient underwent transvaginal excision of scar tissue due to vaginal pain on (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted into the patient. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2006 and boston scientific obtryx was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.